Manufacturer narrative:
Additional information was added to h4 and h6: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The expected medication delivery time was 5 days; however, the complete medication dose was delivered over 6 days. It was further reported that a device was filled with 240 ml of fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.